Event description:
A latitude remote transmission was done. Patient was found to have new right ventricle (rv) lead noise. Implanted for syncope, rvp: 5%. Patient was brought into office 4 days later and was unable to recreate noise with provocative maneuver's. There was a stable rv lead with impedances and thresholds. Noise was random and larger than 5 mv. It was unable to be programmed around and still have adequate sensing. Will go for lead revision.